Manufacturer narrative:
Unit received with blank display due to missing battery cap metal contact. Unit was tested with test battery cap. Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The p-cap / reservoir locked properly. No physical damage to the retainer or reservoir tube lip noted. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the reservoir compartment, lip and ring was damaged and reservoir is unable to lock in place when inserted into pump. The blood glucose was 535 mg/dl. Customer stated that, the pump has cosmetic damage. The customer also reported damaged battery and insulin flow blocked alarm. Customer declined troubleshooting for the high blood glucose. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.